Manufacturer narrative:
The insulin pump was received missing the keypad assembly, therefore we are unable to verify for keypad anomaly. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were not responsive. Customer's blood glucose was unknown. Customer stated the insulin pump was dropped out of their pocket and was ran over prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.